Event description:
The biomed stated the bed is locked out and flashing error 4. When he opened the siderail he found fluid on the caregiver circuit board.

Manufacturer narrative:
The biomed replaced the caregiver circuit board to repair the bed.